Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2017 was over 600 mg/dl with large ketones and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported that the patient was over-/under-cycling cartridges and using cold insulin. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to use error.